Event description:
On (B)(6) 2011, pt was examined pre-op and had noted on history that he was a (B)(6) carrier. Doctor recommended zymaxid plus polytrim pre-op surgery. Pt agreed and was given both prescriptions. Surgery completed w/o incident. Pt had custom intralase ou. On (B)(6) 2011, dr saw pt at 1 day - no problems noted. On (B)(6) 2011, dr saw pt in am - sent pt to (B)(6). On (B)(6) 2011, pt seen at (B)(6) - dr noted infiltrate ou - continue polytrim- cont. Zymaxid qid ou added (B)(4)-qid-ou. Began vancomycin-glh-ou- pt will return to clinic tomorrow. On (B)(6) 2011, pt returned for f/u vasc 20/20 od, 20/30 os infiltrates ou with spk (superficial punctate keratitis) and dlk (diffuse lamellar keratitis) os. Continue on meds, culture results not available yet. Re-check tomorrow.

Manufacturer narrative:
(B)(4). Infiltrates, diffuse lamellar keratitis-stage unk. Eval: at the time of this report equipment eval has not been completed. When the equipment eval is completed a supplemental will be submitted. Not available at the time of this report.